Manufacturer narrative:
This report is based on information supplied by a philips field service engineer (fse) and has been reviewed by the philips complaint handling team. Philips received a complaint concerning the efficia dfm100, indicating a device that was unable to power on. There was reportedly no patient involvement. It was determined by the fse that the device's inability to power on was due to a damaged I/o pca, as the patient event logs did not show any device error logs. Based on field feedback, the decision was made to replace the I/o pca because both the ac and dc power modules are connected to it, and it plays a critical role in the system's boot process through the processor pca. The resolution involved replacing the I/o pca to restore the device's power supply functionality and enable successful power-on. Based on the information available and the conducted testing, the cause of the reported problem was determined to be a malfunction in the I/o pca, which disrupted the power supply and prevented the device from powering on. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the I/o pca to restore the device's power supply functionality and enable it to power on successfully. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 would not turn on. There was no reported patient involvement.